Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was a white substance found on the lead and the lead was stretched.

Event description:
It was reported that the right atrial lead was undersensing for a "couple months." It was further reported that the device was subsequently programmed vvir but that the patient had congestive heart failure symptoms and it was decided to replace the lead instead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.